Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine via an implantable pump for non-malignant pain. The patient called in regarding their pump. The pump was removed, and the patient was provided oral pain medication by his healthcare provider (hcp). The patient also stated he could still feel pain and swelling. He was asking for a back-up for the pain pump. Additional information was received. On (B)(6) 2017, the patient stated he had stomach pains and ¿everything else.¿ he went to the hospital. They couldn¿t help him, and sent him to a different hospital, where they kept him for 5 days. He stated it was the worst stay he had in a hospital. They did gi tests, couldn¿t find anything wrong, and sent the patient home. In (B)(6) 2017, the patient stated he couldn¿t get up, was sick, and was lying in bed. He was taken to the hospital. They couldn¿t do anything for the patient, and sent him to another hospital, where he stayed for 5 days. The hcp looked at the ¿red infection¿ of his stomach, just below his ribs where the pump was implanted. The patient also had a lot of swelling there. The hcp sent him to another hospital, where they removed the whole device (late february). The patient stated he didn¿t know anything, since he was out the whole time. The area of infection was the pocket. Symptoms included redness and swelling. It was unknown if infection was confirmed, and the strain was unknown. The patient received IV and oral antibiotics. The infection resolved. He stated that once he was explanted, he was pretty good and the infection cleared. The patient felt that (B)(6) 2016 was when his symptoms truly started. In (B)(6) 2017, the patient stated he went to a nursing home after being released from the hospital when his pump was removed. He stated an accident occurred after the hcp gave him a heparin shot. He fell and cut his arms. He went to the ER, where they stitched him upside down to keep the blood in his chest, while taking care of the cuts on his arms. The patient noted that prior the pump implant, he had lost quite a bit of weight, and thought the pump might not fit properly because of it. No further complications were reported or anticipated.